Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb charging cable and tandem-provided wall power adapter. There was no adverse impact to the customer's blood glucose. Replacement usb cable and wall adaptors were sent to the customer to resolve the issue and the customer would revert to an alternate method of insulin therapy if needed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned